Manufacturer narrative:
Additional information: h6. The complaint was not confirmed. The reported incidence could not be repeated. One unpacked ar-10060 angel prp system centrifuge serial (B)(6) was received for evaluation. Visual evaluation noted damage marks on the back of the device housing. The device was assembled with a new blood processing set and was tested and evaluated under normal conditions to see if the reported issue(s) could be reproduced. Sixty ml of human whole blood (13% acd-a) were processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 31 ml platelet-poor plasma (ppp), 27 ml rbc, and 3 ml prp. The prp volume within the syringe was recorded as 3.1 ml. No error messages were reported during processing. The console functioned normally. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xe-5000 hematology analyzer (table 1). The prp produced had expected cellular concentrations. The reported incidence could not be repeated. If this error is occurring across multiple disposables, then the user is likely not adding enough whole blood to the disposable prior to beginning a case. No problem found. However, a user error is the most likely cause(s) for the reported failure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an abs-2016-05 biosurge kit and abs-10060 angel centrifuge kit are constantly triggering insufficient fill alarm. This was discovered during a case with no patient effect.